Event description:
It was reported that a patient developed a rash in scattered areas under the tape collar approximately 1 month ago from the date of this report. The patient has been suing the product for months and started on antibiotics. The patient has been suing cortisone cream under the tape collar. No additional information has been provided. Patient outcome has not been reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.